Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found the ise (ion selective electrode) buffer vlave not dispensing sufficient buffer and found valve seal had fallen off. The fse determined the ise buffer valve was defective. As a temporary measure the fse repaired the valve, until new valve is received. No further issues noted. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter-customer phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported that multiple ise (ion selective electrode) patient results were higher than the upper panic value for sodium (na), potassium (k) and chloride (cl) on the au5800 analyzer. Repeat results recovered normal. The erroneous results were not reported out of laboratory. There was no change in patient treatment reported. The customer provided a patient result as example. No patient demographic was provided.